Manufacturer narrative:
The lead was repositioned. The lead is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged from the heart tissue additional information was received. This event was confirmed via fluoroscopy. A revision procedure was performed wherein physician successfully repositioned this lead. Remains in service. No adverse patient effects were reported.